Manufacturer narrative:
Manufacturer report 2017865-2019-08690, should not have been reported as a medical device report (MDR) as the issues were associated with leads that were not manufactured by abbott and not the device. There is no allegation of device malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of oversensing due to noise was observed. Further information was requested but not yet available. The patient experienced no consequences.